Event description:
Before the surgery on monday, the field service engineer (fse) tried to pull an exam from pacs and the exam the surgeon wanted to pull was not compatible with the rosa software. They rescanned the patient and tried to pull from pacs when this was over and the fse was no longer able to retrieve from the rosa brain software. The fse was able to pull imaging through iqview on the maintenance side of the software, but if the fse opened the rosa application on the maintenance side was not able to pull. The hospital says nothing changed on their end. The fse went back to the hospital to go over what the hospital and the fse had in our systems for pacs info and all information matched.

Manufacturer narrative:
Reportedly, it was impossible to retrieve a patient folder from the pacs system (through iq-view) before the surgery on (B)(6) 2020. The field engineer finally managed to retrieve the files through the maintenance session. There was no consequence for the patient. On (B)(6) 2020, the field service engineer was able to solve the issue by changing the server connection parameters. The most probable root cause of this event is that the iq-view parameters were not correctly set during the upgrade that occurred on (B)(6) 2020. Corrected data: b4 date of this report. G4 date received by manufacturer. H2 if follow-up, what type. H3 device evaluated by manufacturer. H6 event problem and evaluation codes.

Manufacturer narrative:
UDI#: (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Before the surgery on monday, the field service engineer (fse) tried to pull an exam from pacs, and the exam the surgeon wanted to pull was not compatible with the rosa software. They rescanned the patient, and tried to pull from pacs when this was over, but the fse was no longer able to retrieve from the rosa brain software. The fse was able to pull imaging through iq view on the maintenance side of the software, but the fse opened the rosa application on the maintenance side was not able to pull. The hospital says nothing changed on their end. The fse went back to the hospital to go over what the hospital and the fse had in our systems for pacs info and all information matched.